Event description:
During verification testing at the service center, the device did not alarm when a proximal occlusion was present.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.